Event description:
On (B)(6) 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The device was advanced the deployed in normal fashion; however, the physician was unable to cannulate the contralateral leg gate, even after rotating the device. The physician converted to an open surgical repair, whereby an aorto-bi-iliac graft was used. The pt tolerated the procedure and is in good condition.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.